Event description:
Healthcare professional reported "cap con (baker grade iii)" and "threatened implant exposure". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, g1.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and white particles in the shell. No other observation observed. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "cap con (baker grade iii)" and "threatened implant exposure". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii; threatened implant exposure.

Event description:
Healthcare professional reported "cap con (baker grade iii)" and "threatened implant exposure". This record is for the left side. Device has been explanted.